Event description:
It was reported that 3 individual catheter sleeves were missing the catheter. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via phone on 10dec2025, it was reported that he received sleeves that were missing catheters and he discarded the empty sleeves. On the most recent batch of catheters that he received, three of the catheters were bent when he opened the box. It appeared that the catheters were jammed into the box during packaging. Customer discarded those as well. No samples are available. No lot numbers were provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 individual catheter sleeves were missing the catheter. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via phone on 10dec2025, it was reported that he received sleeves that were missing catheters and he discarded the empty sleeves. On the most recent batch of catheters that he received, three of the catheters were bent when he opened the box. It appeared that the catheters were jammed into the box during packaging . Customer discarded those as well. No samples are available. No lot numbers were provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.